Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxibus cable was loose. A field service engineer (fse) reconnected the pyxibus cable to the drawer controller board to resolve the issue. A field service engineer verified the drawer functionality in diagnostic. The customer verified the drawer functionality in the application. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.